Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.

Event description:
It was reported by the customer that there were cracks in the new mattresses, allegedly causing fluid intrusion. There was pt involvement, but no adverse consequences were reported.